Event description:
It was reported that there was a blood leakage that happened when drawing an arterial blood gas from a patient to the blood sampling kit. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.